Event description:
Ventilator settings 50% 02, assist control rate 18, peep +6. Ventilator alarmed, peep found at 20 cm. Peep valve turned off causing 5-18 cm peep to fluctuate on manometer and digital readout. Bio-med ran unit on a test lung, adjusted peep value, unable to duplicate problem. Pt was ventilator dependent, requiring ambu bagging while vent was changed out. Pt experienced no problem.